Event description:
The customer reported that the pump was spontaneously opening the bolus menu several times on its own. There was no adverse impact to the customer's blood glucose level. The customer declined to engage in troubleshooting steps, and no further actions were taken to resolve the issue.